Event description:
Customer reports to have high blood glucose of 506 mg/dl, which were treated with insulin pump. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appears normal, customer did not find a leak, time and date are correct, basal rates are correct, cannula was not bent or occluded, insulin did exit tubing, and no air found in tubing. Troubleshooting could not continue as customer did not have tubing clamp for high pressure test. Customer was advised to contact healthcare professional regarding high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).